Manufacturer narrative:
The account found the gear rack was broken off when he investigated the product. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this lift. It is unk if the facility performs preventative maintenance on their lifts. The tech replaced the gear rack to resolve the issue. Based on this info, no further action is required.

Event description:
Hill-rom received a report from a hill-rom technician stating the gear rack is broken off. The lift was located on the 3rd floor of the account. There was no patient or user injury reported. This report was filed in our complaint handling system as complaint (B)(4).